Event description:
Patient's 3f sl peripherally inserted central catheter line became entirely occluded, with registered nurse unable to aspirate or flush. Intravitreal therapy consulted and unable to inject tissue plasminogen activator into line. Of note, patient has had known sediment within visible tubing of PICC. Peripheral IV access obtained and peripheral strength milrinone infusion ordered. Patient to have interventional radiology consult placed for new tunneled line. Patient's PICC line was inserted by (B)(6) on (B)(6) 2025. Patient was infusing milrinone 600mcg/ml and heparin 100units/ml at the time of occlusion. 3 french 21 cm long computed tomography compatible single lumen bard PICC, lot # rejn1442.